Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further testing. The caller stated that neither the device or the lead could be conclusively identified as the cause of the out of range measurement. The patient was using a transcutaneous electrical nerve stimulation (tens) unit on his back which is when the random out of range measurement was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement greater than 200 ohms. In office testing showed measurements in normal range in all vectors. No adverse patient effects were reported.